Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that while closing the device pocket at implant, it was noted that the pacemaker was oversensing on the atrial channel. The device was removed and the lead was analyzed through the pacing system analyzer, showing no oversensing. The lead was then connected to a new pacemaker, and no oversensing was seen. The original device was not used. The patient was in stable condition.